Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
Patient alleges difficulty of vision and stated was seen by physician for infection of eye. Good faith efforts have been made to obtain medical information without success. This event is being reported out of abundance of caution due to incomplete diagnosis, lack of medical information and unknown resolution.

Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
Cvi is in receipt of additional information from the treating physician where the consumer went for medical attention. She was seen on (B)(6) 2016 with complaints of blurred vision. Fluorescein staining revealed moderate superficial punctate keratitis (spk) and mild vascularization of the left (os) eye. The patient experienced a temporary decrease in visual acuity, superficial epithelia damage and dryness. A diagnosis of keratoconjunctivitis sicca was made at a follow up visit on (B)(6) 2016 and the incident was fully resolved as of (B)(6) 2016. Spk or keratoconjunctivitis do not meet the criteria for a reportable event.